Manufacturer narrative:
There are no previous complaints on this device historical records were reviewed. It was discovered that there were discrepancies in the test records. Ncr #2024-018 had been initiated to address the discrepancies. This pump underwent routine maintenance testing by a third-party service provider where it was detected the device had a - 30 psi sensor requires adjustment from 249 (test result 51.23 psi) to 314 (test result 31.37 psi). Following this discovery, the end user requested a hex file to recalibrate the pump. As a result, it is determined that the device does not need to be returned for further evaluation, given that the recalibration has successfully addressed the issue. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint # (B)(4).

Event description:
On 08/28/2024, zyno medical received a request for hex files for the pump, the issue was that one of the devices was alarming at p30. The 30 psi sensor requirekd adjustment from 249 (test result 51.23 psi) to 314 (test result 31.37 psi. No patient was involved as it was discovered during testing.

Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. Intuvie received a report indicating that an infusion pump failed the 30psi occlusion test, recording a pressure of 51.23psi, which is outside the acceptable range of 22 to 38 psi. The failure mode was confirmed, and the probable cause was determined be an out-of-calibration condition. Recalibration successfully resolved the issue. CAPA zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).